Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had just devices removed'), autoimmune disorder ('auto immune issues') and haematochezia ('there was tons of blood in my stool, bright red') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("thyroid issues"), pelvic pain ("pelvic pain"), back pain ("back pain"), sciatica ("sciatica"), menorrhagia ("heavy periods"), adnexa uteri pain ("stabbing feelings near ovaries") and haematochezia (seriousness criterion medically significant). Essure was removed. At the time of the report, the medical device removal, pelvic pain, back pain, sciatica, menorrhagia, adnexa uteri pain and haematochezia outcome was unknown and the autoimmune disorder and thyroid disorder was resolving. The reporter considered adnexa uteri pain, autoimmune disorder, back pain, haematochezia, medical device removal, menorrhagia, pelvic pain, sciatica and thyroid disorder to be related to essure. The reporter commented: patient had devices removed and left tubes and everything, and was 97% better. Cross referenced with plaintiff case number : 2016-088504. Cross referenced with plaintiff case number : 2014-033283. Concerning the injuries in the case, the following ones were described in patient via social media: back pain, pelvic pain, sciatica, heavy periods, ovarian pain. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media contents received : reporter information updated. Event added- haematochezia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia ("there was tons of blood in my stool, bright red"), autoimmune disorder ("auto immune issues"), thyroid disorder ("thyroid issues"), back pain ("back pain"), sciatica ("sciatica"), menorrhagia ("heavy periods"), adnexa uteri pain ("stabbing feelings near ovaries"), alopecia ("hair falling"), dental caries ("cavities"), oral pain ("mouth pain along with other joys"), vertigo ("vertigo"), multiple sclerosis ("ms"), headache ("headache"), overweight ("overweight") and migraine ("migraine"), underwent tooth extraction ("teeth pulled, I had five teeth remove") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with nortriptyline, topiramate and surgery (I had just devices removed/4 related surgery). Essure was removed. At the time of the report, the pelvic pain, haematochezia, back pain, sciatica, menorrhagia, adnexa uteri pain, alopecia, dental caries, oral pain, tooth extraction, vitamin d decreased, vertigo, multiple sclerosis, headache, overweight and migraine outcome was unknown and the autoimmune disorder and thyroid disorder was resolving. The reporter considered adnexa uteri pain, alopecia, autoimmune disorder, back pain, dental caries, haematochezia, headache, menorrhagia, migraine, multiple sclerosis, oral pain, overweight, pelvic pain, sciatica, thyroid disorder, tooth extraction, vertigo and vitamin d decreased to be related to essure. The reporter commented: patient had devices removed and left tubes and everything, and was 97% better. Cross referenced with plaintiff case number: (B)(4). Cross referenced with plaintiff case number : (B)(4). 4 related surgeries with no official cause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: newly added events- migraine, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had just devices removed") and autoimmune disorder ("auto immune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and thyroid disorder ("thyroid issues"). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the autoimmune disorder and thyroid disorder was resolving. The reporter considered autoimmune disorder, medical device removal and thyroid disorder to be related to essure. The reporter commented: patient had devices removed and left tubes and everything, and was 97% better. Cross referenced with plaintiff case number : (B)(6). Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs received: the events outcomes were changed to recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had just devices removed") and autoimmune disorder ("auto immune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("thyroid issues"), pelvic pain ("pelvic pain"), back pain ("back pain"), sciatica ("sciatica"), menorrhagia ("heavy periods") and adnexa uteri pain ("stabbing feelings near ovaries"). Essure was removed. At the time of the report, the medical device removal, pelvic pain, back pain, sciatica, menorrhagia and adnexa uteri pain outcome was unknown and the autoimmune disorder and thyroid disorder was resolving. The reporter considered adnexa uteri pain, autoimmune disorder, back pain, medical device removal, menorrhagia, pelvic pain, sciatica and thyroid disorder to be related to essure. The reporter commented: patient had devices removed and left tubes and everything, and was 97% better. Cross referenced with plaintiff case number : (B)(6). Cross referenced with plaintiff case number : (B)(6). Concerning the injuries in the case, the following ones were described in patient via social media: back pain, pelvic pain, sciatica, heavy periods, ovarian pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: events ¿ back pain, pelvic pain, sciatica, heavy periods, ovarian pain added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), haematochezia ('there was tons of blood in my stool, bright red') and autoimmune disorder ('auto immune issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("thyroid issues"), back pain ("back pain"), sciatica ("sciatica"), menorrhagia ("heavy periods"), adnexa uteri pain ("stabbing feelings near ovaries") and alopecia ("hair falling"). The patient was treated with surgery (I had just devices removed). Essure was removed. At the time of the report, the pelvic pain, haematochezia, back pain, sciatica, menorrhagia, adnexa uteri pain and alopecia outcome was unknown and the autoimmune disorder and thyroid disorder was resolving. The reporter considered adnexa uteri pain, alopecia, autoimmune disorder, back pain, haematochezia, menorrhagia, pelvic pain, sciatica and thyroid disorder to be related to essure. The reporter commented: patient had devices removed and left tubes and everything, and was 97% better. Cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). 4 related surgeries with no official cause. Concerning the injuries in the case, the following ones were described in patient via social media: back pain, pelvic pain, sciatica, heavy periods, ovarian pain and alopecia. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new event hair falling was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and multiple sclerosis ('ms') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia ("there was tons of blood in my stool, bright red"), autoimmune disorder ("auto immune issues"), thyroid disorder ("thyroid issues"), back pain ("back pain"), sciatica ("sciatica"), menorrhagia ("heavy periods"), adnexa uteri pain ("stabbing feelings near ovaries"), alopecia ("hair falling"), dental caries ("cavities"), oral pain ("mouth pain along with other joys"), vertigo ("vertigo"), multiple sclerosis (seriousness criterion medically significant), headache ("headache ") and overweight ("overweight"), underwent tooth extraction ("teeth pulled, I had five teeth remove") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with nortriptyline, topiramate and surgery (I had just devices removed/4 related surgery). Essure was removed. At the time of the report, the pelvic pain, haematochezia, back pain, sciatica, menorrhagia, adnexa uteri pain, alopecia, dental caries, oral pain, tooth extraction, vitamin d decreased, vertigo, multiple sclerosis, headache and overweight outcome was unknown and the autoimmune disorder and thyroid disorder was resolving. The reporter considered adnexa uteri pain, alopecia, autoimmune disorder, back pain, dental caries, haematochezia, headache, menorrhagia, multiple sclerosis, oral pain, overweight, pelvic pain, sciatica, thyroid disorder, tooth extraction, vertigo and vitamin d decreased to be related to essure. The reporter commented: patient had devices removed and left tubes and everything, and was 97% better. Cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). 4 related surgeries with no official cause. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. Event ¿vertigo, headache, overweight¿ added. Reporter added. On 23-mar-2020: processed with fu 13. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), haematochezia ('there was tons of blood in my stool, bright red') and autoimmune disorder ('auto immune issues') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("thyroid issues"), back pain ("back pain"), sciatica ("sciatica"), menorrhagia ("heavy periods"), adnexa uteri pain ("stabbing feelings near ovaries"), alopecia ("hair falling"), dental caries ("cavities ") and oral pain ("mouth pain along with other joys ") and underwent tooth extraction ("teeth pulled, I had five teeth remove"). The patient was treated with surgery (I had just devices removed/4 related surgery). Essure was removed. At the time of the report, the pelvic pain, haematochezia, back pain, sciatica, menorrhagia, adnexa uteri pain, alopecia, dental caries, oral pain and tooth extraction outcome was unknown and the autoimmune disorder and thyroid disorder was resolving. The reporter considered adnexa uteri pain, alopecia, autoimmune disorder, back pain, dental caries, haematochezia, menorrhagia, oral pain, pelvic pain, sciatica, thyroid disorder and tooth extraction to be related to essure. The reporter commented: patient had devices removed and left tubes and everything, and was 97% better. Cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). 4 related surgeries with no official cause. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media documents revived, new reporter and event cavities ,mouth pain along with other joys, teeth pulled , teeth pulled, I had five teeth remove added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), haematochezia ('there was tons of blood in my stool, bright red') and autoimmune disorder ('auto immune issues') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("thyroid issues"), back pain ("back pain"), sciatica ("sciatica"), menorrhagia ("heavy periods"), adnexa uteri pain ("stabbing feelings near ovaries"), alopecia ("hair falling"), dental caries ("cavities") and oral pain ("mouth pain along with other joys"), underwent tooth extraction ("teeth pulled, I had five teeth remove") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (I had just devices removed/4 related surgery). Essure was removed. At the time of the report, the pelvic pain, haematochezia, back pain, sciatica, menorrhagia, adnexa uteri pain, alopecia, dental caries, oral pain, tooth extraction and vitamin d decreased outcome was unknown and the autoimmune disorder and thyroid disorder was resolving. The reporter considered adnexa uteri pain, alopecia, autoimmune disorder, back pain, dental caries, haematochezia, menorrhagia, oral pain, pelvic pain, sciatica, thyroid disorder, tooth extraction and vitamin d decreased to be related to essure. The reporter commented: patient had devices removed and left tubes and everything, and was 97% better. Cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). 4 related surgeries with no official cause. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- vitamin d low, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and multiple sclerosis ('ms') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia ("there was tons of blood in my stool, bright red"), autoimmune disorder ("auto immune issues"), thyroid disorder ("thyroid issues"), back pain ("back pain"), sciatica ("sciatica"), menorrhagia ("heavy periods"), adnexa uteri pain ("stabbing feelings near ovaries"), alopecia ("hair falling"), dental caries ("cavities"), oral pain ("mouth pain along with other joys"), vertigo ("vertigo"), multiple sclerosis (seriousness criterion medically significant), headache ("headache ") and overweight ("overweight"), underwent tooth extraction ("teeth pulled, I had five teeth remove") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with nortriptyline, topiramate and surgery (I had just devices removed/4 related surgery). Essure was removed. At the time of the report, the pelvic pain, haematochezia, back pain, sciatica, menorrhagia, adnexa uteri pain, alopecia, dental caries, oral pain, tooth extraction, vitamin d decreased, vertigo, multiple sclerosis, headache and overweight outcome was unknown and the autoimmune disorder and thyroid disorder was resolving. The reporter considered adnexa uteri pain, alopecia, autoimmune disorder, back pain, dental caries, haematochezia, headache, menorrhagia, multiple sclerosis, oral pain, overweight, pelvic pain, sciatica, thyroid disorder, tooth extraction, vertigo and vitamin d decreased to be related to essure. The reporter commented: patient had devices removed and left tubes and everything, and was 97% better. Cross referenced with plaintiff case number : (B)(4) cross referenced with plaintiff case number : (B)(4) 4 related surgeries with no official cause quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had just devices removed") and autoimmune disorder ("auto immune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and thyroid disorder ("thyroid issues"). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder and thyroid disorder outcome was unknown. The reporter considered autoimmune disorder, medical device removal and thyroid disorder to be related to essure. The reporter commented: patient had devices removed and left tubes and everything, and was 97% better. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter's added and information updated, case became legal. Event I had just devices removed was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.